Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 242 mg/dl against a built-in meter result of 155 mg/dl. Additional reading comparisons were reported as follows: sensor scan of 201 mg/dl were compared against built-in meter reading of 148 mg/dl. The customer experienced collapsing, seizures, epileptic seizures, and clenched jaw. The customer was treated with sugar sachets by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.